Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit post-implant, intermittent sensing was noted on the atrial lead. Programming changes were made for the patient, further checks indicated appropriate sensing parameters. No further information available.

Event description:
The patient was stable.